Event description:
The customer called and reported receiving a blood glucose meter reading of 545 mg/dl. Customer treated for this, cleaned their hands and received a reading of 165 mg/dl, less than a minute later. The customer was transferred to a representative from the blood glucose meter manufacturer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.